Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during maintenance, it was discovered that the nose cones were overheating on the attachment device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.